Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right ventricular (rv) lead was noted with high thresholds with no capture and exhibited intermittent undersensing with decreased r-waves in lead trends. The rv lead was unscrewed and repositioned. The rv lead remains in use. It was also reported that the right atrial (ra) lead exhibited possible occasional far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.